Event description:
It was reported that a malfunction alarm occurred with code malf 16, and the fault ID was available, but the code was not resettable. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed that the pump was under warranty and arranged for a replacement. The customer was instructed to use multiple daily injections as a backup therapy and was guided on how to store the pump before returning it with a pre-paid label, which the customer acknowledged.